Event description:
Customer called to say he had not been feeling well and as a result, went to the ER for treatment. His blood glucose levels (bg's) had been high all day, but did not feel well since eating food the night before. When he got up in the morning, he was ill and his bg's were high. Customer was treated for food poisoning while at the ER. No further information is available.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.